Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0607780 implantable port experienced a defective component. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The lot number for the device was provided and the lot history review was performed. One j tip guidewire was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for inability of guidewire to be removed from puncture catheter, as the guidewire was received without the puncture catheter. However, the investigation is confirmed for frayed/unraveled guidewire, as unraveling of the outer coil wire was observed near the distal tip and approximately 7.0cm from the proximal end. The definitive root cause could not be determined based upon available information. The device is labeled for single use. (Device code: 1262 - material frayed) .

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0607780 implantable port experienced a defective component. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.